Event description:
It was reported that a low rectum resection procedure was performed and the surgeon used device and competitor's circular stapler to do anastomose. After around 10 hours the patient had fever and the drainage looks like feces. The surgeon doubted the anastomose leaked and cleaned the wound through catheter. The patient was also given antibiotics. Now the patient discharged. As the event found after the procedure, sample had been discarded.

Manufacturer narrative:
(B)(4). Additional information received: did the device function as intended during initial procedure? Yes. What color reload did the surgeon use? Green. Was a leak test performed? No. By visual and hand. What was the condition of the tissue where the device was fired? Regular. Has the patient undergone any treatments preoperatively that would impact the tissue? Not sure. But the patient took systemic steroids. What was the origin of the fecal looking drainage? Unk. Was there an anastomotic leak? Was the fever as a result of an infection? Yes. Do you mean the surgeon irrigate the wound? Yes. Was any other intervention taken prior to patient being discharged home? Antibiotics treated.